Manufacturer narrative:
(B)(6).

Event description:
It was reported that during the surgery the implant did not want to deploy. There was a surgical delay greater than 30 minutes. A backup device was available to complete the procedure with no patient injuries.

Manufacturer narrative:
Six 72201491 ultra-fast-fix needle delivery system devices returned. The complaints stated: ¿the implant did not want to deploy.¿ there were also two unused; unopened devices from the same lot returned with this group due to the allegation reported. The six were returned together as a group. The evaluation will be shared with all. None of the four had their protective blue split protective cannulas or their depth limiters returned. Two of the four used devices had no suture returned and no anchors returned. Of these two, one needle shaft was slightly bowed. The third used device had t1 freed. Suture was still attached to the needle track. T2 was still within the needle track although it had not yet been positioned fully forward. The fourth used device had t1 and t2 still within the needle track. These had not yet been positioned fully forward. Once the actuator lever was pushed completely forward, t1 and t2 positioned properly and were stripped off as expected. Same with t2 on device #3. Per instructions for use: ¿it is normal to encounter resistance prior to achieving the ready position. A snap or click will be heard when the trigger is fully advanced, ensuring that the implant is fully seated at the end of the needle.¿ both blue needle sheaths were quite disfigured and pinched at the distal ends. This symptom is consistent with tissue resistance and with probing. This style product requires user controlled actions for the advancement, release, stripping of the anchors and manipulation of the suture. Inadvertent twisting or over flexing of the needle track, whether temporary or permanent, may encourage unintended release or retaining of anchors. One unopened device was tested. There was no mechanical issue found. Upon positioning both anchors fully forward, they stripped off the needle tip with a gentle tug of the suture. No root cause related to the manufacture of the device was confirmed.

Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate. No further actions pursued at this time. If objective evidence, relevant information, package or product becomes available to assist with evaluation, the complaint will certainly be revisited.